Event description:
Baxter product surveillance spoke with a home patient (hp) on (B)(4) 2011 regarding a previous report by the hp about having program problems. The hp said he was in the hospital due to c-diff colitis. The hp said that he also then developed peritonitis. On (B)(4) 2011 peritoneal dialysis (pd) called baxter regarding this patients peritonitis. Pd nurse provided the following information: on (B)(6) 2011, patient was admitted to the hospital for colitis and clostridium difficile (cdif). They diagnosed the patient with peritonitis once admitted to the hospital. Patient was discharged on (B)(6) 2011. The date of diagnosis of the peritonitis is unknown. She stated that the cause of the peritonitis was the patients medical conditions of colitis and cdif and not from baxter products or the pd therapy . The patient has continued pd therapy and is recovering. No further information was given at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on h11g25033 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A batch review was performed for h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. This complaint for peritonitis is not confirmed and the cause was not identified because no sample was returned to baxter. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. The cause of the reported condition of peritonitis is unknown. This is report 4 of 4 involved in this peritonitis event.